Event description:
The doctor was using the depuy vapr90 and after using the product for less than 10 minutes, it was noted that when withdrawn from the patient, the insulation portion at the tip was frayed apart. The doctor said that none of the fraying pieces or product remained in the patient.====================== manufacturer response for 90 degree suction integrated handpiece, vapr premiere90 electrode======================rep feels it's because it was bone on bone/metal on metal. Rep would like the device back when we finish writing this report.